Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind, occlusion, no delivery and motor tests. No excessive "no delivery" error alarm noted. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received motor error alarms during a bolus. Customer also reported receiving no delivery alarms. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.